Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 1556200500, 510k# k131321 and UDI # (B)(4) is approved for sale in us. X-ray review results: single ap post-op x-ray after thoraco-lumbar, sacral pelvic fixation was provided. There is a rod fracture bilaterally at l5-s1. Fusion status is unknown. There is no lateral imaging to assess balance. By report, an infection occurred at l5-s1 after performance of plif there. Interbody spacer appears to be present at this level. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2019, the patient underwent posterior lumbar interbody fusion at l5-s1 and fixation at t10-sai. Spacer, rods and screws were implanted during this surgery. About one year post-op, bilateral rods at l5-s1 were found broken; however, the patient and the surgeon decided to observe the state as it was. Bone union was also not achieved. When instability due to rods breakage was remarkable and the patient developed pyogenic spondylitis at l5-s1 disk space and lysis at l5-s1 was observed, it was decided to perform a revision surgery. On (B)(6) 2019, the patient underwent a revision surgery, in which the broken rods were reinforced by using rod connectors from the posterior side. Blockish bone was collected from the iliac in right/left decubitus position. Curetting of the vertebral body lysis part and insertion of the autologous bone were performed in supine position.

Manufacturer narrative:
X-ray review results: single ap post-op x-ray after thoraco-lumbar-sacral-pelvic fixation was provided. There is a rod fracture bilaterally at l5-s1. Fusion status is unknown. There is no lateral imaging to assess balance. By report, an infection occurred at l5-s1 after performance of plif there. Interbody spacer appears to be present at this level. If information is provided in the future, a supplemental report will be issued.